Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera xenon light source ignition of the lamp is defective. The event occurred during routine inspection and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Multiple attempts were performed for the customer to return the device for evaluation, but no response was received. Based on the results of the investigation, the customer report of a lighting failure could not be confirmed and the root cause of the of the issue could not be determined. Olympus will continue to monitor field performance for this device.